Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 519 mg/dl. Prior to the event, the insulin pump alarmed no delivery, but the customer didn't change the infusion set. The customer stated that she will remain on manual injections, and change the infusion set tomorrow. Nothing further was reported.